Manufacturer narrative:
No further information concerning this event was made available from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of less than 20 ohms. The impedance measurements returned back to normal but later in time, the measurements were again noted to have lowered to 29-33 ohms after the patient received appropriate shock therapy for a ventricular tachycardia storm. No changes have been made and the rv lead remains implanted and in service. No adverse patient effects were reported.